Event description:
Customer reportedly received results of 61 mg/dl on the mobile system and result of 116 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208056, expiration date 09/30/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.